Event description:
A hospital in (B)(6) has reported that while using the rt340 adult dual-heated evaqua breathing circuits the endotracheal (et) tubes became blocked and, in two of four instances, a replacement of the et tube was required. The hospital has reported that in one of the four cases, the patient developed hypoxemia leading to cardiac arrest. The patient has recovered, but required cardiac massage and adrenaline to be administered. No patient consequence has been reported for the three other cases. These incidents occurred over a period of about six weeks, between (B)(6). It was also reported that three of the patients suffered from chronic lung diseases and were given medication that would dry out secretions.

Event description:
A hospital in (B)(6) has reported that while using the rt340 adult dual-heated evaqua breathing circuits the endotracheal (et) tubes became blocked and, in two of four instances, a replacement of the et tube was required. The hospital has reported that in one of the four cases, the patient developed hypoxemia leading to cardiac arrest. The patient has recovered, but required cardiac massage and adrenaline to be administered. No patient consequence has been reported for the three other cases. These incidents occurred over a period of about six weeks, between the (B)(6). It was also reported that three of the patients suffered from chronic lung diseases and were given medication that would dry out secretions.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Date of events - (B)(6) 2011. Fisher & paykel healthcare (fph) is currently endeavouring to obtain further information from the hospital regarding settings, set up of devices and environmental conditions. An fph representative has arranged to visit the healthcare facility upon receipt of this complaint. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Date of events - case 1: (B)(6) 2011; case 2: (B)(6) 2011; case 3: (B)(6) 2011; case 4: (B)(6) 2011. No complaint devices are expected to be returned. Fisher & paykel healthcare (fph) has made attempts to obtain further information from hospital staff regarding settings, set up of devices and environmental conditions, however we have been unsuccessful. Our analysis is accordingly based on the event description and our knowledge of the product. The mr850 respiratory humidifier is designed to add heat and moisture to respiratory gases. The gas is passed through a humidification chamber where it is warmed and humidified. The mr850 has operational alarms, which are generated when it detects a problem. The customer has not reported any issues or alarms with the mr850 respiratory humidifier. The rt200 and rt340 breathing circuits are both dual heated adult breathing circuits with the same application. The inspiratory tubes of both circuits are of the same material and construction and the delivery method is the same for the inspiratory limb of both the rt200 and rt340 breathing circuits. The rt340 has an evaqua expiratory limb. The expiratory tube of the evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory limb of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. From the description of events it appears in each case that the endotracheal tube has become blocked by patient secretions. As the rt340 delivers warm, humidified gas, it is unlikely that it would have caused the secretions to dry and cause blocking. The hospital has stated that at least three of the four patients were receiving medication to dry out secretions. It is therefore likely that this has contributed to the blocking of the et tube. No information with regard to hospital protocol on the frequency of suction/clearance of the et tube has been provided, however it is possible that the frequency of suction/clearance of patient secretion may be a contributing factor. The user instructions that accompany the rt340 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." Fisher & paykel healthcare has received no other complaints of this nature: blocking of the et tube with the rt340 adult dual-heated evaqua breathing circuit fisher & paykel healthcare will provide a follow up report should we receive further information in relation to the cause of the issue at a later date.